Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that they have been struggling with the new handset and not the pump necessarily. The patient representative (rep) stated that it took a long time to connect to the pump and when it did, they had to push the tutorial part and then it had to go through the process again to deliver the medication. The patient had not been able to get a bolus. The rep mentioned seeing 338 and agent advised to restart the system. The agent walked the rep through restarting the application and clearing data. The agent reviewed how to select the box so that the tutorial does not continue to show, and they the rep was able to successfully connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.